Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of general tiredness and dizziness. Upon interrogation right ventricular (rv) loss of capture was observed. It was noted that the patient had an escape rates in the high 30 beat per minute (bpm) range. Further review found the rv threshold measurement exhibited an acute rise to 1.9 volts and the output had previously been programmed to 2.4 volts. A magnet was placed and asynchronous pacing with heart rates in the 90 bpm range were seen. However the surface electrocardiogram indicated intermittent heart rates at 90 bpm with the magnet taped over the pacemaker. When the magnet was removed to interrogate, asystole of greater than two seconds was observed. An interrogation was attempted with the magnet in place and patient went asystolic again. External pacing electrodes were used and the patient was given dopamine. The field representative increased the rv output to 5 volts. An x-ray was taken but did not yield any significant findings. The patient followed up with clinic the following week and the threshold remained stable at 1.3 volts. The system remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that approximately one and a half months later the patient experienced syncope, however the physician attributed it to vaso vagal rather than loss of capture. Upon interrogation it was noted the pacemaker had reached elective replacement indicator (eri) due to the increased output. Subsequently the device was explanted and the rv lead surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.